Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and abdominal pain. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day, the patient began treatment with injection fortum (1 gram, once daily and intraperitoneally) and injection reflin (1 gram, once daily and intraperitoneally) for the event of peritonitis. The treatment with antibiotics was ongoing. The patient was recovering from the peritonitis event and dianeal and extraneal therapies were ongoing. No additional information is available.